Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the stapler didn't perform normally and the surgeon reported a noise while firing. There was poor staple formation and an incomplete staple line. The surgeon oversewed the line to stop the bleeding and complete the procedure. There was no permanent damage to the patient and the patient is currently doing fine.